Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data. Collected from the device and have analyzed the data. Data storage - data recording problem. Invalid data confirmed for (B)(6) 2010 in compass.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Data storage - data recording problem. Invalid data confirmed for (B)(4) 2010 in compass. Corrected data: patient date of death, removed device remains activated device code, returned to mfg. Change made to device conclusion.

Event description:
It was reported that there was invalid data in the cardiac compass report due to the patient getting radiation therapy. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that there was invalid data on (B)(6) 2010 in the cardiac compass report. It was also reported that the patient was getting imrt to his neck. The device is still in use. No patient complications have been reported as a result of this event.